Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor and was able to confirm the reported issue. When connected to verathon's test equipment, the monitor exhibited image loss after a short period. The evaluation identified a failure of the embedded displayport (edp) pcba as the cause of the image issue. A firmware update was applied to the edp board, after which the monitor was retested using all possible glidescope core accessory combinations. No intermittent loss of image or shutting down was observed; the device powered on and off normally while displaying images. The monitor was confirmed functional and returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch fhd monitor, the monitor experienced an image failure and shut off. Upon several attempts to restart the monitor, the screen didn't show anything except horizontal colored stripes and would no longer power on. It was reported that a backup device was obtained quickly. No procedural delay or patient harm was reported.